Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that after placing the implant during surgery, a gap was noticed.

Manufacturer narrative:
Additional information: h4, h6. Correction: d3, g1. The reported event that the customized implant did not fit initially could be confirmed based on the intraoperative pictures provided. The reported event involved a surgical delay of 10¿30 minutes due to implant fitting issues, which were resolved through intraoperative modification; postoperative CT scans were not provided, though some intraoperative images were shared. A full review, including design, manufacturing, and device history, revealed no process deviations, with the outdated CT scan used for planning identified as a potential contributing factor, but the root cause could not be definitively determined. Based on the investigation, the assessment of the designer and the DHR review, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.